Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is currently underway. The instructions for use (IFU) identifies premature of difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the coil was placed in the aneurysm and detachment with the controller was performed; however, during removal of the pusher, it was noted the coil was still attached. Another attempt was made to detach the coil; however, the coil did not detach. During the attempt to remove the coil, the implant coil detached in the microcatheter. Both segments of the coil were removed in their entirety together with the microcatheter as a single unit. There was no reported patient injury, intervention, or health damage.

Manufacturer narrative:
The device was returned with the pusher and introducer for analysis; the implant was not returned. Visual inspection determined the proximal portion of the pusher was undamaged. The resistance was taken and measured to be within specification. The device registered green lights in the v-grip controller four way test. The strain relief was observed to be burnt and no folding was observed, and the rebound tether length was .120" with a mushroom profile at the tip, which is indicative of a thermal detachment. Body coil overlap was observed at the middle of the pusher. Based upon the investigation analysis and available information, the reported complaint is unverifiable. The burnt pet and mushroom profile of the monofilament indicate a successful thermal detachment. The implant was not returned for analysis, and therefore a review of the interaction between the strain relief and marker band could not be conducted. The device performed as expected and within specifications.